Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device via a 7f sheath hole after a renal transplant procedure. Reportedly, there was difficulty closing the foot as it was caught in tissue, thus, the device was stuck. After opening and closing the lever a few times, the foot was successfully closed and the device was withdrawn from the patient anatomy without any further issues or vessel damage. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.